Event description:
It was reported that on two occasions the implantable loop recorder was unable to obtain a signal during the mapping, or vector check, process. On both occasions another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).